Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a faulty reservoir. The customer's blood glucose reading was unknown. The customer stated that there were air bubbles in the reservoir. The customer stated that the size of the air bubbles were 1cm. The customer stated that the air bubbles occurred after 12-24 hours. The customer stored the insulin at room temperature. The customer stated that no prefilled reservoirs were in use. The customer stated that they did not rewind with the reservoir in place. The customer was advised to review the relevant infusion set and pump.